Event description:
It was reported that there was pacing failure at midnight was observed on electrocardiogram (ECG) data, and the device check was performed. It was noted there was ventricular oversensing at hourly intervals observed. It turned out to be an oversensing while saving egm. The device sensitivity was changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: product ID 5086mri58 lead implanted: 2014-(B)(6). (B)(4).